Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a tubal ligation procedure, when grasping the fallopian tube, the ring fell off of the device into the patient. The ring was retrieved from the patient with no patient harm. Another like device was used to complete the procedure.